Manufacturer narrative:
Based upon investigation results, this event was re-evaluated and is considered no longer reportable due to risk file- no malfunction or serious injury.  Investigation results: visual investigation: products available for investigation in a decontaminated condition. Vigilance investigator carried out the pictorial documentation visually and microscopically. Both punches showing a deformed footplate. As stated above one is showing clear signs of crack/fracture, the other shows more less slight signs of a crack. And additionally shows a damaged cutting edge of the slider part. Batch history review:  the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production.  Review of the complaint history revealed that there is 1 similar complaint against the same lot number 52313405. The review of risk assessment revealed that the overall risk level (severity 2(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures:  based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Event description:
Associated medwatch-reports: 9610612-2020-00697 ((B)(4) + fk929b) and 9610612-2020-00696 ((B)(4) + fk929b).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a kerrison blk coated det 230mm 1mm thin. According to the complaint, description the tip of the device bent, and does not meet during surgery. Back up devices were readily available in each procedure, as such there was a less than five minute delay due to the reported events in each procedure. No additional medical intervention was required. There was no harm to the patient due to the reported events; both surgeries were successfully completed using alternative kerrison devices. This malfunction prolonged the surgery for several minutes. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00697 (400487632 + fk929b).